Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s friend), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter displayed inaccurately erratic results. The complaint was classified based on customer care advocate (cca) documentation of the call. The reporter stated that the subject meter was reading inaccurately at 5:10pm on (B)(6) 2018, when the patient obtained alleged inaccurately erratic blood glucose results of ¿80, 94, 103 and 49 mg/dl, performed within 20 minutes of each other. Based on statistical methodology the reported difference between the reported results exceed lfs¿ precision criteria. The patient manages his diabetes with oral medication of metformin and glipizide. The reported stated that prior to obtaining the alleged inaccurate results, the patient was feeling ¿nauseated and dizzy¿. No treatment above and beyond the usual diabetes care and management routine was reported. The reporter stated that the patient visited his doctor on (B)(6) 2018, and was advised by his diabetes educator to contact lfs. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The reporter confirmed that the patient had used an approved sample site to obtain the blood samples and he had followed the correct testing steps. The reporter also confirmed that the patient was using the correct test strips which had been stored correctly in an intact vial and were within expiry date. The reporter did not have control solution to test the meter and test strips. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did he receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the reported results exceed lfs¿ precision criteria.